Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR a suspected pacing failure was reported. Rv-lead impedance was 160 ohms. High pacing threshold; 4v@0.4ms was observed, but capture was intermittent. It was suspected there may be an insulation issue, so polarity was changed to unipolar. Thresholds were 1.8v@0.4ms and impedance was 360 ohms, so the lead was left in unipolar. On (B)(6) 2016 this lead was capped and a new lead implanted on the right side, along with a new pacemaker. The patient's condition is stable after the operation. During the operation, it was confirmed there was no damage to the relevant lead after checking it visually and with an x-ray.